Manufacturer narrative:
A partial lead was returned in three pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil was found distal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the patient anatomy.

Event description:
Related manufacturer reference number: 2017865-2021-27016, related manufacturer reference number: 2017865-2021-27018. It was reported that the right ventricular lead exhibited multiple high ventricular rate episodes for lead noise/artifact. During extraction of the right ventricular lead, the atrial lead was dislodged and was explanted as well. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is performed. Patient was stable before during and after the procedure.